Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: the user complained that black dots were found inside the tube.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign material with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: the user complained that black dots were found inside the tube.